Manufacturer narrative:
H3, h6: it was reported that the impactor ((B)(4)) and the modular head broke during use, due to wear and tear. The procedure was completed using a sn backup device. No injury to the patient was reported. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. A complaint history review was performed. The production documentation could not be performed since the lot number was not provided. The failure mode and the severity are covered in concerning risk management document. According to the document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments should only be used in their original condition (lit. No. 12.23 ed. 06/20). Furthermore, the relevant surgical technique, 01217-en v5 09/17, illustrates in details, how ball heads need to be implanted and which instrument should be used. Smith+nephew did not receive adequate documentation to perform the medical investigation. The reported failure mode could not be confirmed and a relationship between the reported event and the device cannot be confirmed. Based on the conducted investigation, the root cause could not be determined conclusively and the need for corrective actions is not indicated. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. Should more information become available, the investigation will be reopened. No further actions are deemend necessary at the time. Smith+nephew will continue to monitor for similar issues.

Event description:
It was reported that the impactor (case-(B)(4)) and the modular head (case-(B)(4)) broke during use, due to wear and tear. The procedure was completed using a sn backup device. No injury to the patient was reported. A delay of 30 min or less was reported.

Manufacturer narrative:
H3, h6: it was reported that the impactor and the modular head broke during use, due to wear and tear. The procedure was completed using a sn backup device. No injury to the patient was reported. A delay of 30 min or less was reported. The device, used in treatment, was not returned for investigation. The production documentation and complaint history review could not be performed since the lot number was not provided. According to the document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag", all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments should only be used in their original condition. Furthermore, the relevant surgical technique, illustrates in details, how ball heads need to be implanted and which instrument should be used. The failure mode and the severity of the reported failure is covered in the corresponding risk assessment file. Smith+nephew did not receive adequate documentation to perform the medical investigation. Based on the conducted investigation, the root cause could not be determined conclusively and the need for corrective actions is not indicated. Should more information become available, the investigation will be reopened. No further actions are deemed necessary at the time. Smith+nephew will continue to monitor for similar issues.